Event description:
A sys operator reports the surgeon has observed 'suspicious' topographies on one pt post-operatively. This report is for the right eye, the left eye is being reported on MFR report number 1061857-2007-00337. Pt records indicate at 4 months post-op, bcva in the right eye improved 1 line from pre-op and ucva improved from 20/70 to 20/25. The pt did report double images at distances at night. Add'l info has been requested.

Manufacturer narrative:
The investigation, including root cause determination is in progress.